Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous cerebrovascular procedure, the catheter tip detached in the distal 3cm of the right sigmoid sinus of the brain. The physician used a retrieval basket to successfully externalize the foreign body from the patient, liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and 2 similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.